Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the unit was functional and it passed the pre-repair diagnostic assessment. A loud noise was not noted. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the unit's motor had some vibration while running (only at the component level, vibration not noted during pre-repair diagnostic assessment). It was determined that other components were worn and had some debris on them. It was determined that the issues were consistent with normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the small battery drive device was making a loud noise. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.